Manufacturer narrative:
The straight suction was returned to the manufacturer for analysis, results were not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the issue was unknown and that straight suction really had to be manipulated to verify.

Manufacturer narrative:
The suction was returned to the manufacturer for analysis. The returned straight suction was not able to verify when attached to a known good tracker returning a divot error of 3.4 mm to 4.1 mm. This issue was documented in a medtronic navigation hardware anomaly tracking database, number. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The instrument was returned to the manufacturer for analysis; results were not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the account just purchased the navigation system and had only used the straight suction once and it was not working, functionality was intermittent and inconsistent. It was stated that they really had to manipulate the suction to get it to verify. There was no patient present.